Manufacturer narrative:
Additional information received on 04/10/2017. Updating implant and explant date of devices.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient fell on the left hip. The modular neck has allegedly fractured and has been revised. The implant and explant dates are unclear although the explant date must have been soon after (B)(6) 2017.